Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited a high-voltage output issue which cause accelerated cardiac rhythm in the patient. Programming changes were made. The patient was stable.